Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issue. No adverse patient effects were reported. Subsequently, additional information was received that the lead was explanted due to bacteremia. There was no report of bacteremia being related to the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issue. No adverse patient effects were reported.